Manufacturer narrative:
The reported complaint of a leak at the proximal lumen of the quattro catheter (lot 219700) was confirmed during the functional testing of the catheter. A water emission, leak was observed from the proximal luer port during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Functional testing of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi, no leak was observed from the catheter balloons. However, a water emission, leak was observed from the proximal luer port during the lumen crosstalk test, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there were two similar complaints reported for the quattro catheter with lot 219700. (B)(4), reported on may 25, 2026, and (B)(4), reported on june 09, 2026, for a catheter leak. The investigation revealed a water emission/leak from the proximal luer port during the lumen crosstalk test.

Event description:
After the saline bag was found to be depleted during ivtm therapy, the cause was investigated by the customer. According to the customer, it was determined that there was communication between the saline circulation line and the distal lumen of the quattro catheter (lot 219700), allowing saline to flow into the patient's body. The leak was at the proximal lumen. The catheter had been smoothly inserted on the first attempt. The catheter was replaced to continue therapy. No patient injuries were reported.